Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012. A drain was used under the breast bone and the reservoir was connected. When the surgeon started to activate the reservoir, the patient¿s fluid flowed from the reservoir back into the drain. Another like device was used with no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. There were no obvious visual problems with the returned sample. The device was functionally evaluated and the reservoir¿s fluid flowed well and it worked as expected. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.